Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient vision was worse after surgery than before. Additionally patient stated that vision was not clear, even with glasses and things have a shadow off to the right, cannot drive at night due to halos and inability to see road signs. Had seen a retinal specialist and was told eyes were fine. There are two medical reports associated with this patient. This file belongs to left eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).